Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Fse replaced the pdu fantray and dcps to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. Review of the logfiles confirmed the pdu fantray and dcps to be defective. The pdu fantray and dcps were returned for further analysis. Functional testing was performed and no failure was observed. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.